Event description:
It was reported that during a routine device replacement procedure the device had migrated laterally to axillary area subpectoral due to the patient's weight loss since implant. It was also reported that the device was pressing against the patient's bones causing pain. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.